Event description:
It was reported that the lead was oversensing and recorded non-sustained episodes showing noise. The lead integrity alert (lia) triggered and the lead pacing impedance increased from 400 to 800 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was oversensing and recorded non-sustained episodes showing noise. The lead integrity alert (lia) triggered and the lead pacing impedance increased from 400 to 800 ohms and were fluctuating. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.